Manufacturer narrative:
After power up, device received with a white screen flashing with a red light, problem isolated to electrical board. Unable to perform the displacement and self test due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display. Customer stated it happened due to he fell with pump.advice customer to discontinue pump and revert to back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.